Event description:
It was reported that the medical professional could not interrogate generators when using the tablet. The connection of the usb cable to the tablet was suspected to be at fault. It was reported that another spare usb cable was used instead, which solved the issue. The facility will not return the suspected usb cables to the manufacturer for analysis; therefore, no analysis can be performed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution